Event description:
High impedance on system diagnostics was identified on a patient's device during a periodic review of the manufacturer's programming history database. 'No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported by the company representative that the patient's high impedance had since resolved. No further relevant information has been received to date.

Event description:
It was reported that the information that the patient's high impedance had since resolved was reported in error by the company representative. No further relevant information has been received to date. No known surgical intervention has occurred to date.